Manufacturer narrative:
(B)(6) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: part #: 04.224.202s, lot #: 8l24393: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 4 for (B)(4). It was reported from japan that on (B)(6), 2021, the patient underwent an open reduction internal fixation procedure for trochanteric fracture of femur with the lcp-dhs implants in question. The surgery was completed successfully without any surgical delay. However, after the surgery, nonunion was confirmed on an unknown date. The sales rep got the information on apr. 26, 2022, that the plate will be removed and replaced with bha on an unknown date. However, it was reported that the planned date for the revision surgery was (B)(6) 2022. The surgeon considered lcp-dhs to be an event caused by patient factors, not the cause of nonunion. The status of the patient was unknown. No additional information was provided. This complaint involves four(4) devices.